Event description:
Edwards learned of a 21mm biprosthetic valve that was explanted due to unknown reasons after an implant duration of four (4) months and five (5) years. The patient was (B)(6) at implant and hcp indicated that patient age may have been a contributing factor in the explant of the valve. The patient was implanted with another prosthetic valve. There were no reported complications.

Manufacturer narrative:
Additional manufacturer narrative - the has not been returned to edwards for evaluation. Without receipt of the explanted device the reported explant cannot be investigated and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation summary - x-ray demonstrated heavy calcification on all three leaflets and commissure 3 bent. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal to moderate at the inflow and outflow aspect. Leaflet 2 had a tear near commissure 3 of approximately 2mm, and leaflet 3 had a tear near commissure 3 of approximately 2mm. Calcification was evident near the tears. Three pledgets remained attached to the sewing ring near leaflet 1 as seen on the inflow aspect. The sewing ring was cut near commissure 3 and the wireform was exposed at commissure 3. The reported explant was received for evaluation where calcification and stenosis were observed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
The device was returned for evaluation.